Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the customer reported pump would not stay on was not reproduced during evaluation. A review of the event history log revealed multiple 'improper shutdown!' As well as multiple presence of 'battery alert! Not charging'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The power cord should not be removed when the pump displays a battery alert message, battery power may not be available. The cause of the condition was determined to be depressed battery pins which can also cause interruption in battery power. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stay on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.